Event description:
The reporter stated that the product was implanted during sinus lift surgery, infection was reported. The product was observed to have "turned to mush" and was explanted. Integra has requested in writing, add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.